Event description:
It was reported that the pc board was smoking. This was found by a svc tech during repair. There was no pt involvement or adverse consequences related to this event.

Manufacturer narrative:
The investigation on the root cause is ongoing. This report will be updated when the eval is complete.